Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 496835 lead, 496835 lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high impedance, high thresholds and no capture. There was a confirmed fracture that was believed to have been caused by compression's during cardiac pulmonary resuscitation (CPR). It was noted that cardiac arrest the patient experienced was unrelated to their device system. The lead was initially reprogrammed, and subsequently capped and replaced. No further patient complications have been reported as a result of this event.